Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed because the report did not provide a lot number or any identification traceable to the manufacturing documentation. The file has been opened from a literature report "innovative trifocal (quadrifocal) presbyopia-correcting iols: 1-year outcomes from an international multicenter study". Conclusion of the report: the study iol provided good va outcomes. Defocus curve showed va of 20/25 snellen or better from near to intermediate distance. Rates of serious and non-serious aes were low. The manufacturer internal reference number is: (B)(4).

Event description:
In a literature report entitled "innovative trifocal (quadrifocal) presbyopia-correcting iols: 1-year outcomes from an international multicenter study", the authors evaluate visual acuity and safety of the iol at 12 months post implantation. This was an international multicenter, single-arm, non-masked, non-randomized study. 149 received the study iol. This study showed that the iol provided good visual acuity at all tested distances and reported low rates of serious and non-serious adverse events. Serious ocular adverse events were reported at a rate of 1% or less.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
This is 1 of 3 reports for this literature article. This report represents the 4 reported cases of retinal detachment; 3 laser retinopexy's and 1 vitrectomy.